Manufacturer narrative:
At the time of this report the investigation was still ongoing. As soon as the investigation is complete the report will be updated and sent to the FDA. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during a procedure the table could not be moved. The patient had to be transferred to another table to finish the procedure. No injury was reported to getinge-maquet. Manufacturers reference # (B)(4).

Event description:
Manufacturers reference # (B)(4).

Manufacturer narrative:
The customer reported that the table could not be moved during an operation. The affected table was inspected by a getinge-maquet service technician and returned to the factory for repair and further investigation. This investigation at the factory revealed that the covers off the table were damaged. One ir connection running inside the damaged covers was missing. The foil of the override panel, located in one of the damaged covers, was damaged. The override panel is used as an emergency operation panel in case the remote control is affected. Its function is described in the instructions for use (IFU). The service technician confirmed that the covers were damaged and the override did not work, when he first inspected the table. Further he confirmed that the ir cable was missing. We assume that the covers were most likely damaged due to a collision. The user is warned in the instructions for use (IFU) to prevent collisions. Quote IFU: "during the adjustment procedures, always pay attention to the or table and accessories and avoid collisions. Ensure that tubes, cables and drapes are not trapped.". Further he is told in the IFU to only use a fully functional product. Quote IFU: "maquet products may be used only when fully functional. Check to ensure that this maquet product is fully functional and in good working order prior to use." We assume that the table was used despite the obvious damages to the covers. We assume that the ir cable was forgotten to be reattached during a previous repair. The affected cover was changed by a maquet service technician in september. We assume that it is unlikely that this cable was forgotten during the repair performed in september, because the malfunction of the ir remote was reported several weeks after this repair. Further getinge - maquet service technicians are trained and have detailed repair instructions available. We assume that it is more likely that the ir cable was forgotten during a third party repair attempt, that was performed afterwards. In the IFU it is stated that the table should not be repaired by the customer. Quote IFU: " a defective product may not be used and may not be repaired by yourself." Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004, (B)(4). Contact person: (B)(6).